Event description:
The reporter states that she tested the customer and obtained blood glucose results of 329mg/dl and 154mg/dl on the accu-chek compact plus system. The results were obtained within a 10 minute timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.